Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced intermittent high blood glucose (bg) levels as high as 526 mg/dl. Reportedly, the cause of the high bg levels were unknown. Customer would address impacted bg levels with a bolus via the pump.